Event description:
It was reported that a patient¿s previous lead migrated. It was stated that there had been 2 bi-wing anchors on the lead. It was reported that the patient initially had good coverage with stimulation and lead was placed in the same area where the trial lead had been placed (around the top of t9) but the lead migrated down. It was noted that the exact timing of this was unknown. It was reported that the patient had a revision to address this migration ¿last week (caller thought on (B)(6) but was not sure)¿. Additional information received reported that no malfunctions had been seen or cause of the issue determined. It was reported that the patient experienced no stimulation in the back. It was stated that the patient did not feel effective stimulation following the revision.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID ne u_siliconeanchor, serial# unknown; product type accessory product ID neu_siliconeanchor, serial# unknown; product type accessory product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).